Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance, stent dislodgement and foreign body in patient appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mid right coronary artery. A 3.50 x 15 mm xience alpine stent delivery system (sds) was advanced to the lesion, met resistance and became caught on the proximal edge of the lesion. When the sds was pulled back into the guiding catheter, the stent implant dislodged from the balloon and became free floating. The stent implant migrated through the vasculature and ended up in a femoral side branch off the superficial femoral artery. No attempts were made to retrieve the loose stent as the physician felt that it was in a location that would not cause a problem for the patient. A new unspecified sds was used to successfully complete the procedure. No additional information was provided.